Event description:
It was reported by clinical affairs that a patient with an implanted edwards aortic bioprosthetic valve 12 years ago, was diagnosed with aortic stenosis and insufficiency secondary to degeneration and dysfunction of the edwards valve. The patient was enrolled in the clinical trial and underwent an implant of an edwards transcatheter bioprosthetic valve within the existing edwards subject valve (valve-in-valve). It was learned that the patient tolerated the procedure well.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported failure cannot be identified or evaluated. Stenosis, like regurgitation, may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction.no information to suggest a device quality deficiency that may have caused or contributed to this event.